Event description:
In december 2005, the lay user/pt contacted lifescan and alleged that pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the reporter in 12/2005, who provided additional info. The reporter did not have the meter or the supplies with her at the time of troubleshooting. She informed the mas that the pt had gone into the hosp two weeks ago on a planned visist for her anemia. She was to get a blood transfusion there and her dr also wanted to check her blood glucose levels. She was admitted to the hosp for 2-3 days. Prior to the hosp admission, the pt was getting higher blood glucose levels (reporter did not know specific results) than what she was usually getting. The pt was on a set amount of insulin (lantus and nph - reporter does not know the exact dosage) and had continued to take her set amount of insulin during the time she was getting "higher readings". Two days prior to going to the hosp, the pt had felt "low glucose symptoms", but had not tested on the meter at that time. The pt ate something "sweet" and within minutes was feeling better. The pt had taken her meter with her to the hosp and a meter to lab comparison was performed. The meter result was 156 mg/dl and the lab result was 80 mg/dl, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. This complaint is reported since the meter to lab comparison was outside the specifications. The reporter was sent control solution and was advised to call back when she received the subject meter from the pt.